Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 11, 2026, senseonics was made aware of an incident in which the user reported a warm or hot sensation associated with use of the transmitter.